Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No, the procedure time has been extended of 15 min. What is meant by "the energy distribution could not be stopped"? Did the device continue to activate once the buttons were not pressed? Yes, despite the cessation of pressure, the device was still activated. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure there was bad coagulation. In addition, the energy distribution could not be stopped (despite the section).

Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. In addition, the device was tested with the test media and performed as expected. The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It could not be determined why the device reportedly kept being activated after releasing the activation buttons; therefore, no conclusion could be reached on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.